Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to exhibiting noise, oversensing and delivering an inappropriate shock. It was noted that during the explant of the electrode was kinked near the device and was cut in order to facilitate the extraction. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to exhibiting noise, oversensing and delivering an inappropriate shock. It was noted that during the explant of the electrode was kinked near the device and was cut in order to facilitate the extraction. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: b2: outcome attributed to adverse event. D6a: implant date. D6b: explant date. H1: type of reportable event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to exhibiting noise, oversensing and delivering an inappropriate shock. It was noted that during the explant of the electrode was kinked near the device and was cut in order to facilitate the extraction. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 60 mm from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 25 mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Additional information was added to the following fields: h6: evaluation method codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to exhibiting noise, oversensing and delivering an inappropriate shock. It was noted that during the explant of the electrode was kinked near the device and was cut in order to facilitate the extraction. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 60 mm from the terminal end. Visual examination identified sharp curves in the electrode body in the regions approximately 25 mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Manufacturer narrative:
Additional information was corrected from the following fields: d6b: explant date. Additional information was corrected from the following fields: b2: outcome attributed to adverse event. D6a: implant date. D6b: explant date. H1: type of reportable event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to exhibiting noise, oversensing and delivering an inappropriate shock. It was noted that during the explant of the electrode was kinked near the device and was cut in order to facilitate the extraction. This system was disposed of; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.